Manufacturer narrative:
The device was used for treatment. This case is being reported as a MDR as the incident was considered life-threatening due to the level and duration of oxygen desaturation. The inomax dsir plus device and corresponding injector module was returned for investigation. The complaint of high no was able to be confirmed through the service log. Visual inspection of the injector module revealed significant amounts of debris on the filament inside. Service log reveals several entries with a high injector flow and a high calculated delivery which is consistent with a contaminated injector module. The root cause for the high no - condition is a contaminated injector module due to a user error. The most likely root cause for the patient's oxygen desaturation is due to a user error from the hospital staff. During troubleshooting for a high no condition alarm, the staff realized that the patient's breathing circuit was incorrect. The inomax dsir plus operation manual part no. 21204 rev-03 page 1-30, 1-32, 3-8, 3-9, 3-21 provides instructions to the user to "connect the injector module prior to the humidifier chamber on the dry side of the breathing circuit to ensure correct flow measurement." The staff removed the injector module to place it in the correct position. This disconnected the patient from receiving no from the ventilator, the inoblender was not utilized during this time and the patient's o2 saturation decreased to 30%. Per the inoblender operator's manual page 4, the intended use for the inoblender is as a backup to a primary inomax delivery system; or for short term attended use when a primary delivery device cannot practicably be used. At this time the staff utilized the inoblender and a manual resuscitator to ventilate the patient. Eventually the patient was placed back on the ventilator and a replacement dsir device and was able to recover. No trend was detected for the serial number reported in this complaint. Trends were reviewed for complaint categories, high no - condition and oxygen desaturation. No trends were detected for these complaint categories. This assessment is based on information available at the time of the investigation. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Adverse event term: low oxygen saturation. (B)(4).

Event description:
The customer called to report a high no condition with a inomax dsir plus device while a patient was receiving inhaled nitric oxide (no) therapy. The customer stated the dsir plus was set at a dose of 20ppm and had a monitored dose of 50ppm. The customer reported the patient was stable at the time with a baseline oxygen saturation via pulse oximetry of 88% to 90%. During troubleshooting, the customer discovered that the setup for the patient breathing circuit was setup incorrectly as per the inomax dsir plus operation manual. The customer removed the injector module from the incorrect location on the wet side of the humidifier and placed it into the correct position prior to the humidifier in the patient breathing circuit. While the patient's breathing circuit was disrupted to fix the setup error, the patient's o2 saturation decreased to 30%. The customer reported after they repositioned the injector module, the high no condition continued as the monitored no increased to 40ppm. At this time, the staff began to manually ventilate the patient using the inomax dsir device's inoblender to continue providing inhaled no therapy at 20ppm. The customer reported the patient's o2 saturation increased to 60% after 30 minutes. The patient was then placed back onto the ventilator with a replacement dsir plus device and the patient recovered back to baseline o2 saturation of 88%. The inomax dsir plus was returned for investigation.